Event description:
It was reported that bd nexiva sp with maxzero tubing separated from the adaptor and leaked. The following information was provided by the initial reporter: IV placed and taped down, after the vacutainer started suctioning blood tubes it began leaking right under the butterfly portion of the IV. Tagaderm removed to inspect where the leaking was coming from and the tube just fell off, no tugging of the line. No harm or injury other than having an additional IV start due to product defect.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation findings: a device history record review was completed by our quality engineer team for provided material number 383556 and lot number 3320152. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process.